Manufacturer narrative:
(B) (4). (B) (4). The product is available at the facility's site and it has been requested to be returned for investigation. It has not been received at the time of this report. A follow up report will be submitted if further information is obtained.

Event description:
Customer reported a pt was being set up to receive a propofol infusion during an MRI. Three sets model 20022 were connected together. A leak was immediately noted at the male luer lock connection as they started to user the pump. No pt injury occurred. The extension set was replaced and the infusion performed. No additional information was available.